Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of no resistance upon removal is inconclusive due to poor sample condition. One photograph of what appears to be a glidepath catheter was returned for evaluation. The catheter depicted is contained in clear plastic film. The catheter appears to exhibit use residue and suturing. The photo is blurry, but the printing on the bifurcation, on the extension legs, and clamps appears to be present. As the presence of tissue ingrowth on the cuff and the resistance to removal cannot be discerned from the photograph, the complaint is inconclusive due to poor sample condition. No further action is required because the complainant event could not be related to a deficiency in product manufacture or deficiency while under correct product use. A lot history review (lhr) of reas0680 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that during the removal of the catheter, the physician noticed that the catheter was easily removed without resistance from the cuff. No patient harm was reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of poor cuff ingrowth was inconclusive because the conditions in which the event was reported to have occurred could not be replicated at bard access systems. The product returned for evaluation was one 19cm glidepath dialysis catheter. Also received was a photograph which appeared to depict the complaint sample. Usage residues were observed throughout the sample. The extension tubing markings were worn and several clamp impressions were observed throughout. Sutures were tied around the catheter just distal of the molded joint and through the suture wing holes. Biological residue was observed throughout the tissue ingrowth cuff. A non-translucent region in the catheter near the distal end appeared to indicate an accumulation of residue within the catheter. Microscopic inspection of the cuff confirmed the presence of biological residue. The cuff was otherwise unremarkable. No cuff abnormalities or deformities were noted during investigation of the sample and the cuff appeared to be well adhered to the catheter tubing; however, actual tissue ingrowth into the cuff could not be assessed. Consequently this complaint is inconclusive at this time.

Event description:
It was reported that during the removal of the catheter, the physician noticed that the catheter was easily removed without resistance from the cuff. No patient harm was reported.